Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25065231. The feedback provided by the customer states that, "the infusion flow was obstructed. Upon removing both the infusion set and the needle-free closed-system infusion connector, it was discovered that the connector tubing was blocked." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25065231 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle free valve was occluded the following information was received by the initial reporter with the following verbatim patient was admitted to our hospital for treatment of a scalp laceration. On (B)(6) 2025, after a nurse placed an intravenous catheter, the infusion flow was obstructed. Upon removing both the infusion set and the needle-free closed-system infusion connector, it was discovered that the connector tubing was blocked. Use of the connector was immediately discontinued, and a new infusion connector was installed.